Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system shut down on its own during a procedure. The procedure was completed after rebooting the system. There was no patient harm.

Manufacturer narrative:
\ The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The printed circuit board (pcb) supervisor module was replaced. The pcb was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 19, 2012. Based on qa assessment, the product met specifications at the time of release. The pcb was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. Pcb was installed into a calibrated system, no system messages (sms) were generated upon boot up. The sample was then put through the burn-in procedure. There were no abnormal occurrences of a system shut down. There was no problem found with the sample as it relates to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).